Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 30-degree endoscope experienced a housing rotational failure. The endoscope rotated during installation. The customer replaced the endoscope with a back-up endoscope of the same kind to resolve the reported problem. The intuitive surgical, inc. (Isi) technical support engineer (tse) identified error 22020 in the log and explained to the customer about the guided tool change function. The tse also suggested to check the sterile adapter connection along with the endoscope rotational movement. The customer confirmed that the affected endoscope had resistance during rotation. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. Failure analysis investigation replicated/confirmed the customer reported complaint. The endoscope was placed through a friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observation(s) not reported by site: the endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was not inverted. The rotation of the endoscope in the housing was not smooth. The event did not involve a reversed control on system arms. The 30-degree endoscope installed at time of event. The endoscope and endoscope¿s adapter/base still engaged/in-synch/attached. There was damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. The surgeon manually associated the right and left masters with the respective arms for intuitive motion. The issue was resolved by changing to backup endoscope. The procedure was completed with a backup endoscope. The vision issue did not result in patient injury. The patient information was not provided.